Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Due to limited capability for veterinary testing, no further evaluation was conducted on the samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Due to limited capability for veterinary testing, no further evaluated was conducted on the samples. Therefore the customer¿s indicated failure mode for erroneous results with the incident lot could not be observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes had higher than normal readings of po2 and oxygen saturation. No serious injury or medical intervention reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes had higher than normal readings of po2 and oxygen saturation. No serious injury or medical intervention reported.